Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level due to under delivery of insulin. Customer¿s blood glucose value at time of incident was 257 mg/dl and current blood glucose value is 126 mg/dl. Customer stated her guardian 3 sensor yesterday was showing and sensor glucose value of 149mg/dl and blood glucose value was 101mg/dl and did not confirm blood glucose level due to she didn't want it to go into sensor updating blood glucose level 101mg/dl to 111mg/dl. Insulin pump will not be returned for analysis.